Event description:
Customer reported she had a cracked reservoir that was leaking. Customer's blood glucose was 295 mg/dl, treated with manual injection. The crack was in the barrel of the reservoir. No fluids were noted in the battery, reservoir compartment, or lcd display. Customer also reported experiencing high blood glucose in a separate occasion of 495 mg/dl. Customer stated the infusion set cannula was bent. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.